Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient condition was unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, e1, e2, e3, e4, g2, g3, h1, h2, and h6.

Event description:
New information received notes following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.